Event description:
It was reported that the patient had an outflow graft stent placed. During the procedure low flow alarms and some loss of flow were seen. However at 17:49 there was a sharp increase in flow to 11.2/lpm and a drop in pulsatility index. Simultaneously there was an increase in speed (3/7 to 4.7 watts). No hypotension or arrhythmia were seen. The issue was reported to have resolved within a minute. All left ventricular assist device equipment functioned as anticipated and within normal limits throughout the procedure. Log files were submitted for review and captured expected low flow events. The log files do not offer a definitive explanation for the increased in flow reported but it could be caused by something passing through the pump as power also increased.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an extrinsic outflow graft bend relief obstruction that was diagnosed with a chest, abdomen, and pelvis computed tomography angiography (cta) with contrast on (B)(6) 2024. The patient complained of dyspnea and back pain. It was noted that thrombus was found in the outflow graft. The patient was not on anticoagulation due to extensive gastrointestinal (gi) bleed history. An outflow graft stenting was performed on (B)(6) 2024. He patient's status improved and continued outpatient follow up.

Manufacturer narrative:
Section h6: health effect - clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) and thrombus were unable to be confirmed through this evaluation as no images were submitted for review by the account and the device remains in use. Review of the submitted log files confirmed low flow alarms, which the account attributed to the outflow graft stenting procedure. The reported elevation in flow was confirmed by the submitted image of the heartmate touch; however, a specific cause for this change in parameters could not be determined through this evaluation. The submitted controller event log file captured multiple low flow alarms on 14may2024 from 17:19:13 to 18:11:00, with flow captured at 0.0-1.9 lpm. Of note, the corresponding pi values were elevated. These events are consistent with the reported outflow graft stent procedure. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The account submitted a photo of the heartmate touch displaying the real time graph of the patient¿s parameters, taken during the stent procedure. The graph captures the reported sharp elevation in flow as well as a slight increase in power. The event appears to resolve within a minute and a specific cause for this change in parameters could not be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including device thrombus. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's extensive gi bleed history has been reported under MFR #s: 2916596-2024-04273, 2916596-2024-04276, 2916596-2024-04279 and 2916596-2024-04283.